Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient stated that he was cancelling the treatment and when he opened the door he noticed that the cassette was wet and there was some moisture inside the door. During follow up the patient's nurse reported that he was prescribed prophylactic antibiotics. The set was not made available for evaluation. No adverse event reported at this time.